Event description:
Consumer reports toothbrush head breakage during use. This is reported as a malfunction with the potential to cause serious injury. No injury occurred.

Manufacturer narrative:
The lot number for the recharge base was df1197g2 ( spinbrush proclean) and the lot number for the brush head was df1180f1(spinbrush prowhitening ). The toothbrush head was a spinbrush prowhitening brush head and was manufactured at the following location: (B)(4). The recharge base was a spinbrush proclean recharge base and was manufactured at the following location: (B)(4).